Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received voluntary medwatch (mw5118717) alleging an issue related to a ventilator. The patient has been hospitalized with bacterial infection (pseudomonas) in her lungs four times. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, 'type of reported complaint' in section h was incorrect. In this report, 'type of reported complaint' in section h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving voluntary medwatch (mw5118717) alleging an issue related to a ventilator. The patient has been hospitalized with bacterial infection (pseudomonas) in her lungs four times. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b has been updated/corrected in this report.